Event description:
It was reported that the units shown on the insulin pump were ramping up during a bolus delivery, and a button error alarm was received. The battery was changed, but the issue persisted. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up were noted. The insulin pump had minor scratches on the lcd window, a cracked display window corner, cracked battery tube threads and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).